Event description:
It was reported that during a da vinci si supracervical hysterectomy the surgeon tried to clean up the tip of pk dissecting forceps instrument and a wire was peeled off. An x-ray was taken per hospital policy. No wire was found inside the patient's abdomen as a x-ray result.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The user facility initially reported a wire peeled off; however, for clarification the nonconformance was an exposed conductor wire. Under high magnification with a light, one small section of the insulation had been removed off allowing the conductor wire to be seen as material was missing. Another small section was observed to have the insulation removed but not so deep where the conductor wire can be seen. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff decided to perform x-rays on the patient due to the pk dissecting forceps instrument wire peeling, to confirm that nothing fell into the patient. No patient harm or injury was reported, however this report is being submitted due to the patient's exposure to the x-ray. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.